Event description:
The reporter contacted animas on (B)(6) 2014 alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 295mg/dl with polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the black box shows on (B)(6) 2014 at 15:00 loss of prime warning associated with a low non-zero force. Deliveries resumed at 15:48. An ezprime sequence and 24hr duration test were completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering accurately and within range. Unidentified force low observed in the black box, force sensor calibration in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.